Event description:
"E" was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("she does not have will to live bearing pain even when she sleeps"), genital haemorrhage ("hemorrhages, continues the same or worse after polypectomy and myomectomy"), uterine polyp ("polyps were removed"), uterine leiomyoma ("a myoma was removed") and haemorrhagic anaemia ("she is anemic below the minimum levels") in a female patient who had essure inserted. Co-suspect products included mirena intrauterine delivery system inserted for genital bleeding. Other product or product use issues identified: device use issue "mirena was used for genital bleeding", drug ineffective for unapproved indication "after mirena was inserted bleeding did not decrease" and off label use of device "mirena was used for genital bleeding". In 2010, the patient had essure inserted. In 2015, the patient had mirena inserted (intra-uterine) 52 mg. On an unknown date, the patient experienced pain (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) and haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with iron, surgery (polypectomy) and surgery (myomectomy). Essure treatment was not changed. Mirena was removed. At the time of the report, the pain, genital haemorrhage and haemorrhagic anaemia had not resolved and the uterine polyp and uterine leiomyoma outcome was unknown. The reporter considered genital haemorrhage, haemorrhagic anaemia, pain, uterine leiomyoma and uterine polyp to be related to essure. The reporter provided no causality assessment for genital haemorrhage, haemorrhagic anaemia, pain, uterine leiomyoma and uterine polyp with mirena. The reporter commented: patient is living a nightmare since 2010. It refers to hemorrhage since unspecified date, reason for which a mirena was inserted in 2015 in order to control it while having essure inserted. However problems did not get solved and seven months later mirena was removed of urgency. Polyps were removed, and later she underwent surgery for removing a myoma, however she continues the same or worse. She does not have will to live, bearing pain even when she sleeps. She has used essure for 8 years. She refers she is "dead in life". She receives intravenous iron as she is anemic below the minimum levels. She wants essure to be removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 10-jul-2018 for the following meddra pts (excluding this case): pain: 429 cases were identified. Genital haemorrhage: 1162 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4). On 06-jul-2018. The most recent information was received on 09-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("she does not have will to live bearing pain even when she sleeps"), genital haemorrhage ("hemorrhages, continues the same or worse after polypectomy and myomectomy"), uterine polypectomy ("polyps were removed"), myomectomy ("a myoma was removed") and haemorrhagic anaemia ("she is anemic below the minimum levels") in a female patient who had essure inserted. Co-suspect products included mirena intrauterine delivery system inserted for genital bleeding. Other product or product use issues identified: device use issue "mirena was used for genital bleeding", drug ineffective for unapproved indication "after mirena was inserted bleeding did not decrease" and off label use of device "mirena was used for genital bleeding". In 2010, the patient had essure inserted. In 2015, the patient had mirena inserted (intra-uterine) 52 mg. On an unknown date, the patient experienced pain (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine polypectomy (seriousness criterion medically significant), myomectomy (seriousness criterion medically significant) and haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with iron, surgery (polypectomy) and surgery (myomectomy). Essure treatment was not changed. Mirena was removed. At the time of the report, the pain, genital haemorrhage and haemorrhagic anaemia had not resolved and the uterine polypectomy and myomectomy outcome was unknown. The reporter considered genital haemorrhage, haemorrhagic anaemia, myomectomy, pain and uterine polypectomy to be related to essure. The reporter provided no causality assessment for genital haemorrhage, haemorrhagic anaemia, myomectomy, pain and uterine polypectomy with mirena. The reporter commented: patient is living a nightmare since 2010. It refers to hemorrhage since unspecified date, reason for which a mirena was inserted in 2015 in order to control it while having essure inserted. However problems did not get solved and seven months later mirena was removed of urgency. Polyps were removed, and later she underwent surgery for removing a myoma, however she continues the same or worse. She does not have will to live, bearing pain even when she sleeps. She has used essure for 8 years. She refers she is "dead in life". She receives intravenous iron as she is anemic below the minimum levels. She wants essure to be removed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.